Manufacturer narrative:
(B)(4).

Event description:
It was reported the pump had drain failure alarms that were occurring every 20 minute. No condensation noted in tubing, minimal volume collected in cold trap. The alarm continued after weaning patient to 1:2 (per physician direction). As a result, the pump was replaced for a second pump. The intra-aortic balloon (iab) remained inserted, only the pump console was exchanged. Patient outcome: fine and unchanged during the call. There was no reported patient death or serious injury. There was a delay/interruption in therapy that cause no harm to the patient. There was no medical intervention required and no patient complications.

Event description:
It was reported the pump had drain failure alarms that were occurring every 20 minute. No condensation noted in tubing, minimal volume collected in cold trap. The alarm continued after weaning patient to 1:2 (per physician direction). As a result, the pump was replaced for a second pump. The intra-aortic balloon (iab) remained inserted, only the pump console was exchanged. Patient outcome: fine and unchanged during the call. There was no reported patient death or serious injury. There was a delay/interruption in therapy that cause no harm to the patient. There was no medical intervention required and no patient complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "drain failure alarm" is not able to be confirmed. The biomed checked the pump and no problem was found. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The complaint will be monitored for any developing trends.